Event description:
A patient with an atrial septal defect was implanted with a 20mm asd device. After the device was deployed, the physicain confirmed placement using transesophageal echo (tee). When the cable was released from the device, the device became unstable and inclined to the right. The physician immediately tried to retrieve the device using the delivery system, but was unsuccessful. The patient underwent cardiac surgery to remove the device.